Manufacturer narrative:
Results: a sample was not returned for evaluation. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA (B)(4) has been opened for this complaint.

Event description:
It was reported that blood squirts from the tube of the 21g x 0.75" bd vacutainer® winged safety pbbcs with 12" tubing and luer adapter after the initial needle stick. No blood exposure to mucous membrane. No injury or medical intervention.